Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the precision xtra meter were reviewed, and the dhrs showed the precision xtra meter passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the adc meter display was flashing on and off and the customer was therefore unable to obtain glucose results. The customer became hypoglycemic with symptom of incoherent. Paramedics were called and the customer treated with 2 tubes of glucose gel. The customer was then taken to hospital where they checked blood glucose and adjusted customer's insulin dosages. No further treatment was administered. There was no report of death or permanent injury associated with this event.